Event description:
It was reported that on (B)(6) 2011 the measured data of the pulse generator was 2.76 v, 42 ua, 2.7 kohms with an estimated remaining longevity of 0.25 - 0.5 years. On (B)(6) 2011 interrogation found that the current dr (B)(6) was still greater than 40 ua. However, after running the auto capture and threshold tests and reprogramming outputs, the current drain went down to 14 ua.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.